Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been receiving no delivery alarms. The customer stated that he primed the infusion set and that it would work for a little bit until it alarmed no delivery again. The customer stated that he was attempting to deliver a bolus and that the no delivery alarm sometimes occurred during his basal rates. The customer's blood glucose was around 200mg/dl. The customer stated that he would call back if further assistance was needed because he was driving at the time of the call. Nothing further reported.